Manufacturer narrative:
The device was received for evaluation. While testing the pump it was found to shut down without user input if the battery was not manually held in place. This was due to depressed battery contact pins. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device would power off if the battery was not held in place. No additional information is available.